Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a retrograde calcified right common iliac aneurysm treatment, post pre-dilation, the vascular stent graft allegedly failed to deploy from the delivery system. Therefore, the device was removed from the patient without incident and another manufacturer's stent graft catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: a stent graft delivery system was returned for evaluation. Based on the returned sample the reported deployment failure could be confirmed. The stent graft was found partially released and the outer sheath catheter was found elongated which indicated that increased friction occurred during the attempt to deploy the stent graft. Therefore, as a result of the investigation performed the complaint was confirmed. The reported application represents an off label use of the device. However, based on the available information and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors. The IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." In addition the IFU states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported application represents an of label use of the device. The IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a retrograde calcified right common iliac aneurysm treatment, post pre-dilation, the vascular stent graft allegedly failed to deploy from the delivery system. Therefore, the device was removed from the patient without incident and another manufacturer's stent graft catheter was used to complete the procedure. There was no reported patient injury.